Event description:
It was reported that the ventilator turned itself off and back on and displayed "ext1". No patient harm reported. The ventilator continued to function normally after the reported event. The patient thought that maybe the power pigtail may be having issues and causing the problem to occur.

Manufacturer narrative:
Na